Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user¿s ilet touchscreen was unresponsive despite multiple troubleshooting attempts, including cleaning, stylus use, wake button hold, and charging. The device remained powered on but could not be operated. A replacement was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.